Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 10 years and 8 months post implant of this 21mm bioprosthetic valve, the valve was explanted and replaced with a 25mm bioprosthetic valve. The reason for replacement was reported as stenosis. No additional adverse patient effects were reported.